Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump was programmed correctly except for the time. The time was on pm instead of am, which could have affected the basal rate delivery. The insulin pump passed the prime and high pressure tests. Assisted in setting the correct time on the insulin pump. Advised the nurse that the insulin pump was functioning correctly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.